Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 6 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 3 devices: fatigue problem / hose, 1 device: lubrication problem identified / hose, 1 device: wear problem / seal, 1 device: no device problem found / part/component/sub-assembly term not applicable, 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 5 devices: serviced and returned to customer, 1 device: archived by stryker, 2 devices: product disposition is not yet determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 8 events for the failure: fluid/blood leak. 6 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99449. Supplemental rationale: corrected data: b5, h6, h11. 8 previously reported events were included in this follow-up record. Product return status: 8 devices were received. Evaluation findings (results/components): 3 devices: fatigue problem / hose. 1 device: lubrication problem identified / hose. 2 devices: wear problem / seal. 2 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 7 devices: serviced and returned to customer. 1 device: archived by stryker.

Event description:
No change.